Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
A fully charged autopulse li-ion battery (sn (B)(4) would not power up the autopulse platform during shift check. The battery was successfully charged in the autopulse multi-chemistry battery charger (mcc) before using it with the autopulse platform. The status led of the mcc showed a green light, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The customer-reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.